Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2019 was used as the event date based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 12, 2019 that spaceoar was implanted during a spaceoar placement procedure performed in (B)(6) of 2019. Reportedly, the procedure was done under local anesthesia. According to the complainant, months after the placement procedure, the patient had a fistula following radiation treatment. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.